Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk implantable cardioverter defibrillator (B)(6) 2008. (B)(4).